Event description:
It was reported that during a total laparoscopic hysterectomy procedure, with left salpingo oophorectomy procedure, they were using device that was leaking pnuemo at the duckbill seal. The leaking was observed during insertion of the camera and the graspers during the procedure. The volume of the gas canister was 15. They then used a new trocar and completed the procedure with no issues. There was no patient consequence reported. The devices were discarded.

Manufacturer narrative:
(B)(4). Device was not returned for evaluation. Additional information: were any noises heard such as "whistling" or "hissing"? Yes. If so, did the "noise" prevent insufflation? Yes. Was there a drop in pressure? Yes. If yes, did this affect the visibility of the surgeon? Yes. What was the gas consumption rate or volume (liter/minute)? 15. Were you able to identify where the leak was coming from? Duck bill was a device inserted in the trocar during the leaking? Yes if so, what device? Camera, graspers. Was any torque being applied to the trocar or device? No.